Event description:
It was reported that an ilet user experienced high blood glucose after reportedly overtreating a post-breakfast hypoglycemia while changing supplies; insulin delivery was resumed and the user was instructed to allow automated corrections to address the elevated glucose, with the highest reported value of 400 mg/dl. Symptoms included hyperglycemia and muscle weakness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.